Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause is insufficient solvent during the manufacturing process when the assembler bonded the tubing into the single-port side of the y-connector. There have been no other similar reports for this lot.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. The y-connector closest to the return pump, between the return pump and the return pressure sensor, was evaluated because the customer indicated this as the leak location with a pen mark. Leak tested this section of tubing with air and found a leak path on the single port side of the y-connector. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional patient information.

Event description:
Patient gender: female, patient weight: (B)(6).

Event description:
The customer reported a leak at the y connection between the plasma valve and the plasmapump during a mononuclear cell (mnc). She stated they will keep the mnc product that was collected since they do sterility testing on it. The product was collected from a donor. A cbc and blood cultures were done on the donor. The cbc results were normal and the blood culture results are pending. Donor is ok. The patient's treatment may be delayed. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Corrective action: manufacturing staff were made aware of this issue and retrained to the appropriate procedures. An internal CAPA was initiated to conduct a systemic investigation of known solvent related failures.